Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, post-paced t-wave oversensing on the ventricular lead was observed on a real-time egm. Reprogramming options were recommended. The physician decided to make his own programming changes. No oversensing was reported after that.